Event description:
This lead was capped and replaced due to impedances of greater than 2500 ohms, and thresholds greater than 4.5v. Noise on lead upon patient arm maneuvers.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.